Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, belt failed incoming testing. Investigation revealed a broken white (pp+) wire in the connecting ECG b with the distribution node (dn). The wire was broken at the solder joint. The root cause for the broke wire was unable to be positively determined, but was likely caused by physical abuse as the belt was returned with damage in the dn to ECG b cable. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.